Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, plastic at the tip of the permanent cautery hook instrument was charred. The device was not used on patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed and appeared where the metal hook meets the plastic tip. Damage was observed to the instrument; the yellow portion of the instrument got burned.